Manufacturer narrative:
(B)(4). The customer returned one 2-lumen connector hub assembly from a hemodialysis catheter. The catheter body had been cut just below the compression nut although a small section of catheter body material remained. The components showed evidence of use. No other components were returned. Visual examination revealed the catheter body separation point had a smooth appearance indicating it was cut with a sharp instrument (i.e. Scissors). The connector assembly was returned with the compression nut screwed onto the connector thread. The green compression sleeve was visible at the top of the compression nut. The compression nut was unscrewed and it was revealed the compression sleeve underneath was torn into two separate pieces. Both pieces remained within the connector assembly and the edges were consistent with a tear. The catheter body was snug against the connector juncture hub. No other damages or anomalies were observed. The catheter body was cut 4mm from the bottom of the compression nut. The catheter body measured 0.204" which is within specification. The compression sleeve inner diameter measured 0.212" which is also within specification. The catheter could not be leak tested as not enough catheter body remained on the return sample to be occluded. A device history record (DHR) review was performed on the catheter body and the connector assembly and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes the techniques for connecting the hub assembly to the catheter body. It states to slide threaded compression cap over compression sleeve towards hub connection assembly with compression sleeve seated completely inside. The IFU also cautions to ensure that the compression sleeve is securely positioned inside the threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. The customer reported seeing air bubbles appearing in the dialysis circuit during use of the hemodialysis catheter. Although the catheter could not be leak tested, damage to the connector assembly was confirmed through evaluation of the returned sample. The compression sleeve that is contained within the connector assembly was torn which likely resulted in the leak observed by the customer. Based on review of the IFU and consultation with engineering, it is believed the catheter body and extension hub were not connected correctly. The returned components met the relevant dimensional requirements and a DHR review did not reveal any manufacturing issues. Based on the condition of the returned sample, it was determined that the probable cause for the complaint issue is operational context.

Event description:
The customer reports that microbubbles appeared in the dialysis circuit, so the process stopped. A new circuit was used.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that microbubbles appeared in the dialysis circuit, so the process stopped. A new circuit was used.